Event description:
On (B)(4), 2011 a doctor reported that a patient lost a sybronpro tl implant three and a half (3 1/2) months after placement due to non-osseointegration. This MDR is the first of two reports.